Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements so it was explanted. A new device was implanted. No additional adverse patient effects were reported.